Event description:
Related manufacturer report number: 1627487-2022-04667. It was reported that the patient underwent surgical intervention wherein the system was not fully explanted and the leads remained implanted. No further information is available at this time.

Manufacturer narrative:
Date of events are estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.